Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after inserting new batteries into the device, the display showed a full battery but then a minute later the battery was drained and the device shut off without warning. The device also alarmed failed battery test. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however the caller declined to return the original device for analysis.